Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10353 and related manufacturer report no: 2015691-2020-10363.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry: UDI number: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (valvular calcification, advanced aged ¿ 94 years, fragile tissue) likely contributed to the annular rupture post deployment of the sapien 3 valve and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported, during the transfemoral tavr procedure, at the end of the deployment of a 29mm sapien 3 valve, an annular rupture occurred. It was reported that a piece of calcium was observed to pierce the left coronary sinus at the end of the valve inflation. The decision was made to attempt to tamponade the rupture with a second 29mm sapien 3 valve. Difficulties were encountered while tracking the second commander delivery system and valve due to the severe vessel tortuosity and calcification. Difficulties were then encountered while attempting to center the valve on the delivery system balloon, also due to the patient factors. The valve was not perfectly centered but determined to be ¿acceptable¿. During the deployment of the second sapien 3 valve, the valve did not deploy evenly, and the delivery system balloon ruptured. Post balloon burst, the second valve could not be pulled back into the sheath. The valve and delivery system were pulled back into the abdominal aorta and ¿allowed to sit¿ until surgically removed. The patient was placed on bypass and stabilized. The decision was made to place a non-edwards valve into the initial sapien 3 valve to tamponade. The non-edwards valve was placed without improvement to the root rupture. A second non-edwards valve was implanted higher, with no effect on the rupture. The dissection continued to grow. The patient¿s chest was opened, however, due to the very fragile tissue, the dissection could not be repaired. The patient expired during the procedure. Patient imagery was not available prior to the valve deployment. Information regarding the native annular diameter and degree of valvular calcification was not provided. It was perceived that a piece of calcium pierced the left coronary sinus, resulting in the annular rupture. The fragile cardiac tissue likely contributed to the inability to repair the injury and the subsequent patient death.